Manufacturer narrative:
The device subject of the reported event was returned to use for evaluation. The returned device was evaluated and found to be functional, with no apparent damage to the device. Successful deployment of the video capsule requires brisk manual actuation of the advance device handle. Based on the description of the event and subsequent evaluation, the cause of the unsuccessful deployment and resultant cable extension from the side of the holder was likely to be insufficient handle actuation by the user. The instructions for use include the following statements: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). To deploy the capsule: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. If the capsule does not fully deploy, close the finger ring handle, slightly alter the position/angulation of the endoscope, straighten the handle and catheter and repeat deployment. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." The device history record of the subject device lot was reviewed and found no noted nonconformities. There have been no other complaints associated with this lot. In-service training was performed and included instruction on handle actuation. No further issues have been reported after in-service was completed.

Event description:
The user facility reported that during a procedure which included use of the advance capsule delivery device, the device failed to deploy the video capsule. Upon withdrawal of the endoscope and device, the capsule deployment cable was observed extending from the side of capsule holder. The procedure was successfully completed with a second advance device and there was no reported harm to the patient.